Event description:
The ge oec 9800 fluoroscopic x-ray system had a charger failed error code displayed during system boot-up. The system was rebooted and the problem persisted.

Manufacturer narrative:
A ge oec service representative investigated this issue and found that the batteries were in need of replacement. The service representative replaced the batteries on the system. The system was tested and found to be operating as intended and returned to the customer. There were no adverse effect to any patient and the facility was unable to provide any further patient information.